Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), a friend/family member, and a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient's daughter called and asked if the patient was supposed to be having their stimulator fixed or not. The caller stated they were in the office on friday and the office didn't do anything to help the patient. They were redirected to their healthcare provider to request to have a manufacturer representative present an the appointments. Additional information was received from the healthcare provider. It was reported that the ins was not working at all. The patient had last been seen in (B)(6) 2017 and they were seen again on friday, (B)(6) 2019. The caller noted that the patient did not want to have the clinic evaluate the ins, they wanted a manufacturer representative to do it. They were calling because they could not reach a manufacturer representative. Additional information was received from a healthcare provider and the patient. The caller reported incontinence symptoms and problems with mobility gradually in the past 3 months. The caller stated the patient could not make it to the bathroom. They were on program 1 at 6.3 and they changed to program 2 at 0.8 on the call. The caller reported several falls since 2018 where the patient fell to their knees. The caller was walked through a program change and redirected to follow-up with the healthcare provider regarding a manufacturer representative appointment for any program changes. This was reported to be a gradual change in therapy/symptoms. No further complications were reported or anticipated.